Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician had difficulty pulling the tube through the stoma site due to "a ridge" at the connection point of the transition zone where the pullwire meets the soft plastic portion. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of difficult advancing the peg tube. The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.